Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a suspected injury occurred. It was reported via social media that the commenter had a friend who recently had the watchman laa closure procedure and "almost died". No other information was provided.